Event description:
During a distal biceps tendon repair on anchor bent and another broke. The surgeon did not pre-drill the insertion site when implanting the first anchor which bent; this anchor was removed. The surgeon used a punch to prepare the second insertion site; this anchor broke, which was left embeeded in the pt. A delay of 15-minutes took place. The procedure was completed with a competitor's anchor. No pt injury or complications resulted.